Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 6944-65 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted due to an infection in the patient's blood. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. It was also noted that the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.